Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the valve was explanted after an implant duration of approximately 8 months due to unknown reasons and was replaced by the same model and size valve. No further details were provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review is in process. The device was discarded at the hospital and will not be returned for evaluation. No patient or surgeon information has been provided by the hospital. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. At this time, we are unable to contact the health care provider. With no additional patient information, we are unable to conclusively determine the root cause for explant of this device.

Manufacturer narrative:
At time of original reporting, no patient or surgeon information was provided by the hospital. On (B)(6) 2011, additional information was reported to our sale rep as follows: diagnosis at implant: aortic regurgitation (ar), aneurysm of ascending aorta, stanford a chronic aortic dissection. Observation during implant: the ectasia of the annulus caused by aortic dissection and regurgitation due to leaflet degeneration were observed. Explant date: originally reported as (B)(6) 2011. Actual explant date: (B)(6) 2011 diagnosis at explant: prosthetic valve infection, graft infection (source of infection: multidrug-resistant pseudomonas aeruginosa), mediastinitis, dysfunction of the valve customer was not sure if this event was device related but assumed the graft infection happened before prosthetic valve infection since pseudomonas aeruginosa had been detected from the drain tip of the first surgery. Patient history: bowel cancer (patient had digestive surgery of this hospital) patient condition: the patient was discharged from hospital after administering of antibiotic for eight weeks. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.